Event description:
It was reported that the device battery longevity was less than expected. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the device was approaching eri. The weekly battery voltage trend data in save to disk file (B)(4) shows min bat equal to 2.82 to 2.64 volts between (B)(6) 2012 and (B)(6) 2012 is before device rrt less than or equal to 2.62 volt. Subsequently, the device was returned and analyzed. The device met 77% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.